Event description:
Information received by medtronic indicated that the insulin pump had received low battery alarm or short battery life. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged unexpected battery power loss, battery/charge lasting less than expected and pump error 25 found on (B)(6) 2021.pump passed displacement test, self test, and active current measurement, however pump did not pass sleep measurement test. Test p-cap successfully locked into the reservoir tube. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The following were noted during visual inspection: pillowing on keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged unexpected battery power loss, battery charge less than expected and pump error 25 was not confirmed, however, sleep current measurement test failure suspected to be in pcba 2 found by using test boards to isolate each component.